Event description:
An explanted generator replaced for end of battery life was returned to manufacturer for analysis. The allegation, end-of-service, was confirmed. An open can measurement of the battery voltage verified that the battery was depleted. The post burn-in electrical test identified a problem with supply current 1ma. Bench analysis determined that the problem was caused by leaky q10 component. After q10 was replaced with known good bench component, the device met the specification requirements of the module-level test. The leaky q10 could potentially be a contributing factor to the end of battery life on the generator.